Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2012. According to the complaint, after the physician advanced the device through the working channel of the scope, an attempt was made to expose the clip. However, when the nurse grasped the blue grip, it separated from the oversheath while attempting to expose the clip assembly. The nurse withdrew the device from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient was reported to be in stable condition following the procedure. This event has been deemed reportable based on the investigation results; oversheath cut.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). A visual examination found that the device returned with the clip assembly attached to the control wire and able to be advanced smoothly. Additionally, the oversheath was returned for analysis; however, the blue grip was separated from it. Further analysis revealed that the oversheath length was correct, but a small cut was noted at its proximal end. The condition of the returned incident device was consistent with the complaint that the blue grip separated from the oversheath. However, the evaluation further revealed that the oversheath had a small cut at its proximal end.